Event description:
It was reported by the customer leakage from PICC line. Additional information received 6/12/2024: it was reported by the customer "leakage occurred outside the patient, near the wings. The insertion site looks good but there is red at the skin at care and maintenance. Patient got a svp instead of a PICC line."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.